Event description:
On december 20, 2023, senseonics was made aware of an incident where the sensor broke during the removal procedure on (B)(6) 2023 at 10:00 am.

Manufacturer narrative:
The manufacturer is currently waiting for additional information and has requested the sensor pieces to be returned for further valuation. The evaluation results will be provided in a supplemental report.

Manufacturer narrative:
The RMA was authorized but not received. As per the case notes, the sensor (B)(6) was broken during removal into two pieces as the endcap got separated from the sensor and the hcp was able to remove all parts of the sensor. No further confirmation or investigation of this complaint is possible. The root cause of fracture of sensor during removal is potentially excessive force on the removal clamps grabbing an extremity or part of the sensor. In some cases, the patient's tissue at insertion sites may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor and is a known and anticipated potential adverse effect which does not require additional investigation. B4.date of report 01 march 2024. D6b.explanted date updated to (B)(6) 2023. G3.date received by the manufacturer? 29 jan 2024. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 4311.